Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was insufficient blood flow. No patient impact reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2024-00105 was sent in error. This complaint is a duplicate and has already been reported on MFR report # 1024879-2024-00069.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was insufficient blood flow. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.